Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: august 20, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation has shown that the cortex screw head was broken off of the shaft of the screw. Only the screw head was returned. The remaining fragment is still in the patient. The review of the production history revealed that this implant was manufactured in august 2015 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure. It is likely that either too much mechanical force had been applied during use or that the threaded tip has not been positioned properly. The relevant dimension of the cortex screw cannot be measured due to its broken off/ damaged condition. No indication for a material related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). The device broke intra-operatively and was not fully implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 3.5mm titanium cortex screw broke during a surgical procedure on (B)(6) 2015. The surgeon was placing a proximal humeral internal locking system (philos) plate when the screw head broke. The surgeon decided to leave the shaft of the screw in the patient. The procedure was completed with no reports of a surgical delay. This report is 1 of 1 for (B)(4).